Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 800cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient underwent breast implant removal and replacement on (B)(6) 2022, initially for an unspecified reason. During the surgery, it was found that the right breast implant had ruptured. Subsequently, the implant was replaced with a 800cc mentor smooth round moderate plus profile saline (catalog: 3502800, lot: 9778110 ,sn: (B)(4)). Mentor has been provided two lot numbers but it was not specified which one belongs to the right breast. When clarifying information becomes available, we will send a supplemental report.

Manufacturer narrative:
On september 23, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 26, 2022, mentor received additional information indicating that the patient was (B)(6) at the time of the event and is non-hispanic white. In addition, the suspect medical device's implantation date was on (B)(6), 2018. Mentor also became aware that the right breast implant was the 800cc mentor smooth round moderate plus profile saline (catalog: 3502800 lot: 7366156 sn: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 27, 2022, mentor became aware that the left breast implant was also damaged upon return and analysis. This will be reported under mrn: 1645337-2022-11852 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 13, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 800cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.